Event description:
Customer reported to sales representative that pt was returned to surgery for internal bleeding. Surgical attending reported that knots were intact at time of reoperation and the suture did not break. However, attending opined that the cause of the internal bleed is related to the suture.